Event description:
I had thr in 2014. I complained from the beginning that I had pain in the back of my leg. I was told to exercise more and stretch that muscle. Now in 2017, I have been to a new dr and the discrepancy in leg length has caused scoliosis of my back causing more pain. The pain in the muscle is because it is stretched to the max. I am now facing more health issues from a dr who didn't measure correctly before the surgery. My surgery was done in (B)(6) with dr. (B)(6). He has now left the state and is practicing in (B)(6).